Event description:
It was reported that during a laparoscopic cholecystectomy the clips were not forming in the lap chole kit. The clips were slipping and not forming as designed. Another device was opened to complete the case. There was no pt consequence.